Event description:
Information was received form a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The hcp reported that the patient claimed the battery wasn¿t working anymore. The hcp also reported that the patient told them that she was going to get the ins removed or going to have it recharged. No further complications were reported.